Event description:
Pt found to be asystole. Connected to monitor/defibrillator during code blue and found no power, so unable to pace, etc. Obtained another monitor/defibrallator within 1 minute and proceeded with code. Unable to revive pt. The death not thought to be connected to equipment failure.